Event description:
Reportedly, the anastomosis broke down due to an instrument misfire after a bowel resection. The pt was re-operated on the same day to rectify anastomosis. The anastomosis was hand sewn. Procedure: lap cholecystectomy - open cholecystectomy.